Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to excessive laxity in the joint. Dr. (B)(6) replaced the poly with a 25mm and resurfaced the patella.